Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "flowrate accuracy test result exceed +5%" was not reproduced. The device was tested for flow rate accuracy and passed. A review of the event history log was performed but revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had exceeded +5% in flowrate accuracy test . This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.